Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), uterine perforation ('left sided essure coil was noted to be 90 % intraabdominal, perforating through the left uterine cornua. / displaced contraceptive device (essure coil) / migration of essure device location of device: uterus,expulsion'), device breakage ('breakage') and endometritis ('reproductive system disorder or condition type of disorder or condition: endometritis') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, migraine, anxiety, depression, insomnia, restless leg syndrome, urticaria, gerd, hyperlipidemia, herpes simplex, vaginitis, migraine without aura, sexually transmitted disease, urinary frequency, bacterial vaginosis and urticaria. Denies any fevers, chills, back or flank pains, nausea, vomiting, vaginal itch or discharge. Denies douching. For the last two months her breasts have been hurting. Both breast. Denies lumps/bumps/skin changes. Denies new exercise routine lifting heavy objects. Concomitant products included cefixime (flexeril), gabapentin, metoclopramide (reglan) and zonisamide (zonegran). On (B)(6) 2012, the patient had essure inserted. In(B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), uterine polyp ("reproductive system disorder or condition type of disorder or condition: benign endometrial polyp"), uterine cervical metaplasia ("cervix with squamous metaplasia"), adnexa uteri cyst ("fallopian tubes with paramesonephric cyst"), adnexa uteri pain ("ovaries pain, fallopian tube pain"), migraine ("severe migraine"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs") and cystitis ("bladder infec") and was found to have smear cervix abnormal ("cervix with parakeratosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, uterine perforation, device breakage, endometritis, uterine polyp, smear cervix abnormal, uterine cervical metaplasia, adnexa uteri cyst, dysmenorrhoea, dyspareunia, adnexa uteri pain, abdominal pain, bladder disorder and cystitis outcome was unknown, the nausea, alopecia and migraine had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, adnexa uteri cyst, adnexa uteri pain, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, endometritis, migraine, nausea, pelvic inflammatory disease, pelvic pain, smear cervix abnormal, uterine cervical metaplasia, uterine perforation and uterine polyp to be related to essure. The reporter commented: current weight 112 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Pathology test on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes and essure coils (hysterectomy and bilateral salpingectomy): proliferative endometrium. Benign endometrial polyp, small. Cervix with parakeratosis and squamous metaplasia. Fallopian tubes with paramesonephric cyst. Essure tubal coils; gross description only.. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : following events were added : abdominal pain, breakage, bladder probs, bladder infect. Outcome of hair loss, nausea was changed from unknown to recovered/resolved and outcome of migraine was changed from recovering/resolving to recovered/resolved. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), pelvic inflammatory disease ('pid'), uterine perforation ('left sided essure coil was noted to be 90 % intraabdominal, perforating through the left uterine cornua. / displaced contraceptive device (essure coil) / migration of essure device location of device: uterus,expulsion') and endometritis ('reproductive system disorder or condition type of disorder or condition: endometritis') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, migraine, anxiety, depression, insomnia, restless leg syndrome, urticaria, gerd, hyperlipidemia, herpes simplex, vaginitis, migraine without aura, sexually transmitted disease, urinary frequency, bacterial vaginosis and urticaria. Denies any fevers, chills, back or flank pains, nausea, vomiting, vaginal itch or discharge. Denies douching. For the last two months her breasts have been hurting. Both breast. Denies lumps/bumps/skin changes. Denies new exercise routine lifting heavy objects. Concomitant products included cefixime (flexeril), gabapentin, metoclopramide (reglan) and zonisamide (zonegran). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), uterine polyp ("reproductive system disorder or condition type of disorder or condition: benign endometrial polyp"), uterine cervical metaplasia ("cervix with squamous metaplasia"), adnexa uteri cyst ("fallopian tubes with paramesonephric cyst"), adnexa uteri pain ("ovaries pain, fallopian tube pain"), migraine ("severe migraine"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs") and cystitis ("bladder infec") and was found to have smear cervix abnormal ("cervix with parakeratosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic inflammatory disease, uterine perforation, endometritis, uterine polyp, smear cervix abnormal, uterine cervical metaplasia, adnexa uteri cyst, dysmenorrhoea, dyspareunia, adnexa uteri pain, abdominal pain, bladder disorder and cystitis outcome was unknown, the nausea, alopecia and migraine had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, adnexa uteri cyst, adnexa uteri pain, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, endometritis, migraine, nausea, pelvic inflammatory disease, pelvic pain, smear cervix abnormal, uterine cervical metaplasia, uterine perforation and uterine polyp to be related to essure. The reporter commented: current weight 112 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes and essure coils (hysterectomy and bilateral salpingectomy): - proliferative endometrium. - benign endometrial polyp, small. - cervix with parakeratosis and squamous metaplasia. - fallopian tubes with paramesonephric cyst. - essure tubal coils; gross description only. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), uterine perforation ('left sided essure coil was noted to be 90 % intraabdominal, perforating through the left uterine cornua. / displaced contraceptive device (essure coil) / migration of essure device location of device: uterus') and endometritis ('reproductive system disorder or condition type of disorder or condition: endometritis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, migraine, anxiety, depression, insomnia, restless leg syndrome, urticaria, gerd, hyperlipidemia, herpes simplex, vaginitis, migraine without aura, sexually transmitted disease, urinary frequency, bacterial vaginosis and urticaria. Denies any fevers, chills, back or flank pains, nausea, vomiting, vaginal itch or discharge. Denies douching. For the last two months her breasts have been hurting. Both breast. Denies lumps/bumps/skin changes. Denies new exercise routine lifting heavy objects. Concomitant products included cefixime (flexeril), gabapentin, metoclopramide (reglan) and zonisamide (zonegran). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), uterine polyp ("reproductive system disorder or condition type of disorder or condition: benign endometrial polyp"), uterine cervical metaplasia ("cervix with squamous metaplasia"), adnexa uteri cyst ("fallopian tubes with paramesonephric cyst"), adnexa uteri pain ("ovaries pain, fallopian tube pain") and migraine ("severe migraine") and was found to have smear cervix abnormal ("cervix with parakeratosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, uterine perforation, endometritis, uterine polyp, smear cervix abnormal, uterine cervical metaplasia, adnexa uteri cyst, nausea, dysmenorrhoea, dyspareunia, alopecia and adnexa uteri pain outcome was unknown and the pelvic pain and migraine was resolving. The reporter considered adnexa uteri cyst, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, endometritis, migraine, nausea, pelvic inflammatory disease, pelvic pain, smear cervix abnormal, uterine cervical metaplasia, uterine perforation and uterine polyp to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on 13-mar-2013: total bilateral occlusion. Pathology test on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes and essure coils (hysterectomy and bilateral salpingectomy): proliferative endometrium. Benign endometrial polyp, small. Cervix with parakeratosis and squamous metaplasia. Fallopian tubes with paramesonephric cyst. Essure tubal coils; gross description only. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs received events "reproductive system disorder or condition type of disorder or condition: endometritis; benign endometrial polyp, small; cervix with parakeratosis and squamous metaplasia; fallopian tubes with paramesonephric cyst; displaced contraceptive device (essure coil), migration of essure device location of device: uterus, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, pelvic pain, pid, ovaries and fallopian tubes pain, migraine, left sided essure coil was noted to be 90 % intraabdominal, perforating through the left uterine cornua." Were added. Outcome of events" migraine and pelvic pain" were updated as recovering. Concomitant drug, medical history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.